Manufacturer narrative:
Unit alarm unexpected restart after battery change causing to reset insulin pump due to faulty connector on interface board. No external error alarm noted during testing. Unit function properly during rewind and basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, displacement, self-test, and all operating current measurement were normal. No unexpected low battery or off no power alarm anomaly noted. Unit was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, missing the black o-ring/seal from inside reservoir tube, cracked reservoir tube window, cracked reservoir tube window corners, cracked on battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call that starting yesterday the insulin pump had been resetting itself numerous times. The insulin pump alarmed unexpected restart. Customer's blood glucose level was 297 mg/dl. In the alarm history there was seven unexpected restart, seven external error alarms, and one off no power alarm. The unexpected restart alarm was recurring during normal insulin pump use. The insulin pump did receive a low battery alert prior to the off no power alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.